Manufacturer narrative:
H4 (device manufacture date) was corrected. The reported complaint of "the autopulse platform (s/n (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was two defective load cells. The damaged covers and defective load cells were likely attributed to mishandling such as a drop. During visual inspection, the top cover and front enclosure were observed damaged, unrelated to the reported complaint. The photos provided by the zoll service team revealed a large crack on the top cover and a broken screw fitting on one of the handles of the front enclosure. The observed physical damages appeared to the characteristics of harsh impact due to user mishandling. The top cover and front enclosure were replaced to address the issues. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages on the customer's reported event date; thus, confirming the reported complaint. Further review of the archive data indicated that on the customer's reported event date, the autopulse platform was powered up several times with ua12 (lifeband not present) advisory messages, unrelated to the reported complaint. The ua12 advisory was cleared by the customer and was not replicated during functional testing. Functional testing failed due to the ua07 error message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test results confirmed both load cells were defective, and they were replaced to remedy the fault. During further functional testing, the belt switch assembly was evaluated as a possible root cause for the ua12 observed in the archive data files. However, the belt switch assembly was observed within the specification. During further investigation, it was noted that the clutch plate was sticky, unrelated to the reported complaint. This is usually caused by sharp edges from 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. The sticky clutch is typically caused by the usage of the device over time, although it could be accelerated by humidity or other environmental conditions. The impact of the sticky clutch was not severe enough to make the platform non-functional. The sticky clutch plate was deburred to address the problem. During servicing of the autopulse platform, it was noted that the shaft lock plunger that is designed to lock the drivetrain into position was slightly worn down, unrelated to the reported complaint. The root cause was likely due to the normal use of the autopulse platform. The impact of the noted issue was not severe enough to make the platform non-functional. The shaft lock plunger was replaced to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (s/n (B)(4) ) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.